Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for label information missing (expiration date) due to unknown lot number. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of syringes 0.5ml 30ga 1/2in uf experienced no label or missing label information which was noted prior to use. The following information was provided by the initial reporter: material no: 328466 batch no: unknown. Verbatim: pharmacy tech called to inquire about expiration dates on 6 different product boxes. Stated they are cleaning inventory and there is no expiration date or copyright date on any of the boxes. Stated some of the product boxes are the same and some are not. Date of event: (B)(6) 2020. Samples: no.